Event description:
The subject device was used for a total laparoscopic hysterectomy. The unk error occurred when the user was cutting the virginal vault. Then, the probe tip of the device was broken when the user activated the device. The fragment fell off inside the pt but the fragment was retrieved from the pt. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. The mfg record was reviewed with no irregularities. The exact cause of the reported event could not be conclusively determined at this time. If additional info becomes available or if the device is returned at a later time, this report will be supplemented.